Event description:
Patient reported a right side "fungal infection, parasite, 1 lymph node removed due to silicone migration," and having a "biocell textured." The patient additionally reported having "pots, low blood pressure, chronic fatigue syndrome and shortness of breath, bia illness, lyme disease, mixed connective tissue disease, muscle weakness, fatigue, hasimoto disease, osteoporosis, compromised immune system, afib, tachycardia, pericarditis, secondary adrenal insufficiency, gi issues, yeast over-growth, sjogren¿s syndrome, early menopause onset;" these events are not related to the device. Device has been explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results and increased monitoring results confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all ¿infection and molds¿ complaints for the period of (B)(6) 2018 through (B)(6) 2020, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Based on the patient reported event of silicone migration, contact was attempted with dr. (B)(6)'s office and (B)(6) to confirm whether the device was leaking at the time of explant surgery. As a result, the phone numbers of contact have been disconnected and search results indicated that the doctor of record might not be practicing anymore. No further contact information could be located for the doctor or a current office or surgical center association. As no confirmation can be made with the doctor for the patient reported events, no additional events will be added to this record. Whether this event is related to a current device or former device can not be determined. This record reflects the information as it is known by the patient.

Event description:
Patient reported a right side "fungal infection, parasite, 1 lymph node removed due to silicone migration," and having a "biocell textured." The patient additionally reported having "pots, low blood pressure, chronic fatigue syndrome and shortness of breath, bia illness, lyme disease, mixed connective tissue disease, muscle weakness, fatigue, hashimoto disease, osteoporosis, compromised immune system, afib, tachycardia, pericarditis, secondary adrenal insufficiency, gi issues, yeast over-growth, sjogren¿s syndrome, early menopause onset;" these events are not related to the device. Device has been explanted.